Manufacturer narrative:
The analyzer's serial number (B)(6). The field service representative found the cause to be air in the flow path. He cleaned the sipper nozzle and vacuum nozzle and performed successful checks and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable potassium electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1: the initial k result was 8.24 mmol/l, and the repeated result was 4.35 mmol/l. Patient 2: the initial k result was 7.52 mmol/l, and the repeated result was 4.00 mmol/l. The samples were repeated because the initial results were marked as critical in the customer's system. The repeated results were believed to be correct.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. The alarm trace showed a "sample probe: abnormal aspiration" alarm. Na, k, and cl noise errors were also noted. The investigation determined that the service actions resolved the issue.